Manufacturer narrative:
The catheter is expected to be returned for analysis. Upon completion of the investigation a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo catheter was alleged to have the competitor embolic material leaking from a proximal section. The embolization was terminated. Post intervention, the patient was noted to have left side deficit and severe neurological deficit with extended defect of the left sylvian territory, which is life threating. The device was reported to have been prepared per the IFU. The catheter was flushed.

Manufacturer narrative:
The microcatheter was returned for analysis without the 3.0 cm detachable tip. Embolic residue was found within the microcatheter hub. The microcatheter body was found to be buckled near the proximal section. The microcatheter body was also noted to have bubbling and ruptured damages at multiple location in the distal section. No embolic residue was found within the distal end (detachment zone) or the inner lumen of the catheter. The device is still being evaluated. Upon completion of the evaluation a supplemental report will be submitted. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis and reported information, the report of leak was confirmed. The returned apollo micro catheter body was found to be buckled in the proximal section, and had bubbling and ruptured at several locations within the distal section. The appearance of the damage indicates the micro catheter ruptured due to over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the micro catheter is kinked, prolapsed, or occluded. Per the apollo instructions for use (IFU): warnings ¿ ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure more than 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ if information is provided in the future, a supplemental report will be issued.